Event description:
An intra-aortic balloon pump was placed on (B)(6) 2011 for severe left ventricular systolic dysfunction. On (B)(6) it was noted that the balloon had ruptured. The pt was taken back to the cath lab where a new balloon was inserted. A similar event was also reported earlier today with another ruptured balloon.